Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.5ml 6mm 90 bx 450 mo needle hub separated into needle shield. This was discovered during use. The following information was provided by the initial reporter: material no. 324907 batch, no. 8344507. It was reported that needle hub separated into needle shield. Verbatim: consumer stated, when she pulled shield off, needle hub separated. This happened prior to injection, so she could not use the syringe.